Event description:
The account reported the brake is not holding. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the brake mechanism broken at the junction cable and the right brake caster is not functioning due to the rubber and inside mechanism is worn out and the brake steer caster rubber and inside brake mechanism is worn out also. The tech replaced the brake mechanism assembly, brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.